Event description:
It was reported by service report that the customer alleged that the unit had a broken head section, and that there was a bent caster and two bad wheels. Further investigation revealed that the head section was missing from the unit at the time of the service technician's inspection, and that the customer alleged that a load wheel casting had broken on the head section. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Head section, load wheel casting, caster horn, wheel.